Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a medical examiner and alleged there was a unspecified product performance issue. Information identified in the paperwork indicated the patient died approximately 8 years post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: product ID 7232cx implantable cardioverter defibrillator (ICD), implanted: 2005-(B)(4). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.